Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The biopsy was on a right lower lobe nodule. A post-operative chest x-ray revealed a very small pneumothorax. The patient did not require a chest tube and will be managed by physician oversight. The physician confirmed that this event was not related to the ion system and that pneumothorax was a known procedural risk. The procedure was completed with no complications and/or delays, and there were no allegations that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.